Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 4/7/2015 device evaluation. The lay user/patients meter has been returned on 3/11/2015 and further evaluated by lifescan product analysis on 3/23/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pins dirty, dried blood was found under the spc pins.analysis was not possible for the test strips involved with this complaint due to the patient returning an empty vial of strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.